Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced infusion set tubing detachment. Infusion set was in use for 2-3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.